Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13804. It was reported that prior to generator change out procedure the right ventricular and right atrial leads both exhibited multiple episodes of noise due to electromagnetic interference. All other electrical measurements were normal; the physician elected to reuse both leads with the new device. Patient condition was stable.